Event description:
Revision surgery; the surgeon performed a poly swap.

Manufacturer narrative:
The reason for this revision surgery was to remedy looseness after an unknown length of time in-vivo. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record and product complaint report history could not be conducted as the complaint did not include the part or lot number, or the date of the original surgery. The root cause for the loosening was not determined with confidence due to insufficient information provided for the investigation. There are no indications of a product or process issue affecting implant safety or effectiveness.